Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while inserting the vasoview hemopro into the harvesting cannula, the wires on the hemopro bent backwards and broke off. A replacement unit was used to complete the procedure. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the wires on the hot jaw boot were bent backwards but were not detached from the jaws. There were no signs of clinical usage. Also, the device had no evidence of blood but there was a clear, sticky substance on the handle. Based upon the received condition of the device, the complaint "wires on the hemopro bent backwards and broke off" was confirmed for bending but the wires did not "break off." A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. Internal file number- (B)(4).